Event description:
It was reported that the vns lead coils of the 2.00mm were too small and could not fit around the nerve after multiple attempts and system diagnostic tests showed high impedance. The vns lead was returned to the MFR for analysis. The pt was implanted with another lead that was later found to be a 3.00mm lead. It is currently unk if the lead did not perform as intended or if the surgeon failed to measure the lead prior to selecting a lead size. Attempts for further info have been unsuccessful to date.